Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 25-jun-2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).

Event description:
It was reported "3 t-fasteners in the kit all broke upon insertion." There was no reported injury. Additional information received 11-jun-2020 stated, "all 3 sutures that were initially placed broke while advancing the serial dilator, displacing the stomach and introducing a large amount of free air." The patient had a positron emission tomography (pet) scan the following week which showed a large pneumoperitoneum, which was causing significant pain.